Manufacturer narrative:
Evaluation summary: upon analysis, noise was confirmed. Visual inspection found one external abrasion at the proximal region of the lead breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. Electrical testing revealed no indication of conductor fractures.

Manufacturer narrative:
UDI (ui): (B)(4).

Event description:
During rv lead revision, there was noise noted on the atrial lead. The atrial lead was explanted and replaced.